Event description:
CUSTOMER REPORTED, UNEXPECTED NEGATIVE REACTIONS WITH CAPTURE-R READY-ID ON DONOR SAMPLES. THE FOLLOWING ANTIBODIES WERE NOT DETECTED: ANTI-S, -M, -E, -D.

Manufacturer narrative:
"The reactivity of the D, E and S antigens were confirmed on retention lots ID097, DP026 and DN024. The presence of the Mantigen for the lots was verified through lot release records.The customer did not return product or samples for investigation. It is not possible to rule out the samples as a cause of theevent."